Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and acute lead system displayed elevated right ventricular and left ventricular lead impedances. It was also reported that a loss of capture was observed at maximum output.